Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise that correlated with an unrelated surgical procedure. No adverse patient effects were reported.

Manufacturer narrative:
Medwatch reference number: mw5176105.